Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at around 10 atmospheres for 4-5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.